Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer's relative reported via telephone call that the insulin pump alarmed for a button error. The relative did not recall the blood glucose reading or any significant events leading to the alarm. The relative was advised that the insulin pump would be replaced and advised that the customer revert to a back up plan per a health care professional's instruction.